Event description:
Device malfunction: failure to cross/stent dislodgement. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that the 2.75 x 08 mm xience stent delivery system would not cross and during the attempt the stent dislodged onto the shaft of the delivery system. Another 2.75 x 08 mm xience sds was used successfully. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood on the balloon. There was no contrast visible. The stent implant was loose on the distal shaft. There was a bent strut in the 1st and 3rd row of proximal struts. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the hypotube 18.5 cm distal to the strain relief tubing. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The distal measurements met manufacturing criteria. The proximal and middle measurements could not be taken due to the bent struts. The analysis of the returned product was reviewed. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. It was also noted that the stent implant was dislodged onto the distal shaft, confirming the complaint. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The distal stent implant outer diameter dimension met manufacturing criteria, although due to a bent strut in the 1st and 3rd row of proximal struts, the middle and proximal measurements could not be taken. Since this damage was not reported, it is likely that it occurred during the procedure. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. In this instance, it is likely that during the attempt to cross the calcified lesion, the stent implant became loosened and dislodged proximally onto the distal shaft. Then, as the sds was retracted, the proximal stent struts became bent during the interaction with the tip of the guiding catheter. There was a kink in the hypotube 18.5 cm distal to the strain relief tubing. This damage was not reported or noted during product inspection prior to use and may have occurred during or after an attempt to advance the sds in the guiding catheter or possibly as a result of packaging and shipment back to abbott vascular for analysis. In this case, the failure to cross, stent dislodgement, stent damage, and kink appear to be related to operational context.